Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous superficial femoral artery that is 100% stenosed. Using a contralateral approach with a non-abbott sheath, a .014 unspecified guide wire crossed the lesion and a non-abbott balloon was used to pre-dilate the lesion. The 6.0x150mm super self-expanding stent system (sess) was delivered to the lesion and deployment was begun. When the stent was deployed approximately 3cm, the unspecified guide wire was removed to attempt to change to a .018 unspecified guide wire; however, the guide wire could not be changed. The supera stent restarted to deploy without the guide wire, but only partially deployed. The supera was attempted to be retracted under fluoroscopy; however, the tip of the supera could not be retrieved into the sheath and could not be removed. Therefore, the supera was removed by surgical procedure. Another non-abbott stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the 6.0x150mm super self-expanding stent system (sess) was delivered to the lesion and deployment was begun. When the stent was deployed approximately 3cm, the unspecified guide wire was removed to attempt to change to a .018 unspecified guide wire; however, the guide wire could not be changed. It should be noted that the supera peripheral stent system instructions for use (IFU) states: the delivery system is not designed for guide wire exchanges. If a guide wire change is needed or desired, remove delivery system first. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatments appears to be related to the operational context of the procedure as the supera was removed by surgical procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9: device available for eval updated to no from yes. H3: reason device not evaluated by mfg updated to na. H6: code 1528 added.